Event description:
The customer reported that there was variation between the blood glucose level and the sensor reading. The blood glucose level was 200 mg/dl and the sensor reading was not known. No further information was provided.

Manufacturer narrative:
One opened/used enlite sensor was tested and it passed per specifications with high readings. Adhesive anomaly was not confirmed due to sensor was returned opened/used. Cannula was found bent on the sensor, it is unknown if customer received sensor in said conditions as the sensor was returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.